Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. We have contacted the initial reporter to request add'l info and to request return of the device for eval. A MFR review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006, the patient was implanted with a bard composix kugel hernia patch. On (B)(6) 2013, the pt underwent explant of the bard composix kugel hernia patch. The attorney's report alleges alleged pain, add'l surgery, permanent injury, disfigurement, defective mesh, explant.